Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the sudden return of symptoms was not determined. The hcp stated that it was unknown what actions/interventions were taken to resolve the sudden return of symptoms, but that the issue resolved. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
Event description corrected. The word "cause" was missing. It now reads "the hcp reported that the cause of the sudden return of symptoms was not determined." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the sudden return of symptoms was not determined. The hcp stated that it was unknown what actions/interventions were taken to resolve the sudden return of symptoms, but that the issue resolved. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumers regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not communicating before the call. The patient confirmed the antenna was secure and was able to successfully sync with the ins. The caller confirmed that the ins was on, and they were able to increase stim from .7 to .75. The patient was on program 2 @ 0.75. It was noted that the patient was recently implanted and patient services reviewed that bandages and/or swelling may affect communication. The patient reported that they will see if this new setting helps to resolve the return of symptoms (on (B)(6) 2018). No further complications were anticipated/reported.